Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device stopped working. The handle closed and the device activated, but a screw was loose and it could not be re-opened.

Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received for evaluation, and factors were identified that would contribute to difficulty opening. Visual inspection of the sample found the jaw pin cam was missing, which prevented the jaws from opening. Review of the manufacturing process confirmed measures are in place that would detect a loose pin cam before release, and the device could not have been assembled with this piece out of place. Testing of this model of device has also confirmed the pin cam does not slip out with normal use. Though the conditions could not have occurred during the manufacturing process, the definitive cause cannot be determined. A separate and non-contributing issue of damaged jaw wire insulation was also identified and attributed to user error. The type of insulation damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal of the device. There is nothing known in the manufacturing process that would cause this type of slicing damage. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the device or injury to the patient. Review of the device history records for this lot found no potentially contributing factors to the reported or found issues.

Manufacturer narrative:
(B)(4). Date of follow-up report: 07/07/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Inspection of the returned device found that a piece of the insulation is missing and was not returned. The customer confirmed that the missing piece did not fall into the patient cavity and no patient injury occurred.